Manufacturer narrative:
This report is submitted on january 31, 2019.

Event description:
Per the patient's surgeon, the patient experienced a performance decrement with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2018.